Manufacturer narrative:
Field service technician has been sent for investigation. According to the service report, following works has been done: the technician connected the rfx and rfd in question and checked the function of the devices, but the error did not occur. The internal data from the device has been obtained: am value - ae (normal value: more than 60 by hexadecimal number). Furthermore, the field service technician measured the data in the situation with the similar rpm and lpm during 17 hours and the am value decreased to 9f. Three more times of measurement under the same condition were done and observed the data. During the test, the am value did not go down under 40 and the sig error did not occur. The same test was also done on their own device (of (B)(4)), but it was unable to confirm the deviation on the value. According to the data after 63 hours, the value changed from a9 to 51, however, the error did not occur. The ultrasonic cream has been reapplied and the value went back to a6. The value seemed to go down when the cream dried up. As a preventive measure the rfd lock has been replaced. The field service technician confirmed that the device is functioning properly. The most probable root cause could not be determined, since the failure could not be duplicate. Thus the failure could not be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed

Event description:
(B)(4)

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the error message "sig" displayed frequently while in use. The customer applied more of the ultrasonic contact cream, but nothing was improved. They replaced the device with another one and continued the procedure. No known patient harm. (B)(4).